Manufacturer narrative:
H3 other text : suspect product discarded.

Event description:
On 21mar2024, an online distributor in china reported a patient (pt) experienced eye pain (affected eye not provided) and redness on (B)(6) 2024 while wearing an acuvue® oasys 1-day with hydraluxe® technology brand contact lens (cl). The eye was ¿not fine¿ when the suspect cl was removed. The pt is planning to visit a doctor for evaluation. No additional information was provided. On 21mar2024, the pt provided additional information. The pt reported experiencing eye inflammation in both eyes (ou). The pt did not experience eye pain or redness while wearing the suspect lenses. The pt visited an eye care professional (ecp) who diagnosed keratitis and conjunctivitis and was prescribed levofloxacin, 1 drop every 3 hours, recombinant bovine basic fibroblast growth factor eye drops, 1 drop every 3 hours and ofloxacin eye ointment, 1 drop before bed. The pt reported the event occurred on 21mar2024. The medical report was requested. No additional information was provided. Calls were placed to the pt on (B)(6) 2024 for additional medical information and to request the medical report from the pt¿s ecp visit, with no success. This ou event is being reported as worst-case as we were unable to verify the pt¿s diagnosis and treatment. This report is for the pt's right eye (od) event. The report for the pt's left eye (os) event will be filed in a separate report. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5665720105 was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.